Manufacturer narrative:
(B)(4). Method: the complaint bc191-05 bubble CPAP system was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint device showed that the tubing of the bc191-05 bubble CPAP system was damaged. The film is wrinkled and torn which indicates that it has had force applied, it has deformed, then broken. Conclusion: based on the nature of the tube damage it is evident that it has been pulled to an unintended extension causing the tubing to break. All bc191-05 bubble CPAP system are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions that accompany the bc191-05 bubble CPAP system state: "use caution when positioning or disconnecting the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 bubble CPAP system.

Event description:
A healthcare facility in texas reported, via a fisher and paykel healthcare (f&p) field representative, that a bc191 flexitrunk infant nasal tubing was found to be damaged. There was no patient consequence.

Event description:
A healthcare facility in texas reported, via a fisher and paykel healthcare (f&p) field representative, that a bc191 flexitrunk infant nasal tubing was found to be damaged. There was no patient consequence.

Manufacturer narrative:
(B)(4). UDI related data quality updates only: corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare; section d2a: common device name updated to nasal tubing; section d4: model and catalog # updated to bc191-05; section d4: expiration date added; section d4: UDI details updated; section g1: contact person updated to(B)(6); section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Method: the complaint (B)(4) bubble CPAP system was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint device showed that the tubing of the (B)(6) bubble CPAP system was damaged. The film is wrinkled and torn which indicates that it has had force applied, it has deformed, then broken conclusion: based on the nature of the tube damage it is evident that it has been pulled to an unintended extension causing the tubing to break all (B)(6)bubble CPAP system are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions that accompany the (B)(6) bubble CPAP system state: "use caution when positioning or disconnecting the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 bubble CPAP system.

Manufacturer narrative:
(B)(4). We have requested the return of the complaint bc191 flexitrunk infant nasal tubing for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in texas reported, via a fisher and paykel healthcare (f&p) field representative, that a bc191 flexitrunk infant nasal tubing was found to be damaged. There was no patient consequence.